Manufacturer narrative:
Additional narrative: update rec¿d 11/17/2014 and 12/09/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. The product part/lot's are being updated, and the cement is being added to the complaint and reported at this time. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Received patient medical records were reviewed by a depuy medical professional. With the information provided, it cannot be determined that the complaint is product related. The loose components were likely the cause of the patient¿s pain. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient called in stating they were having problem with their right knee. They were experiencing pain, clicking, and swelling. Records indicate upon revision the patient's components were found to be loose. Update rec'd 09/18/2014- patient authorization forms have been received. The complaint was updated on 09/19/2014. Update rec'd 10/17/2014- hospital responded to request stating they need their own authorization forms. A letter and the hospital's requested authorization form have been sent to patient. The complaint was updated on 10/20/2014. Update rec¿d 11/17/2014 and 12/09/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. The product part/lot's are being updated, and the cement is being added to the complaint and reported at this time. The complaint was updated on: 12/11/2014.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.